Manufacturer narrative:
Reliability analysis inspected 9 opened/used sensors and performed visual inspection and found 1 of 9 sensors cannula damage (broken), broken part is still in tubing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Eight (8) remaining opened/used sensors and performed bicarbonate buffer test. One (1) of 8 sensors failed for low readings, 7 remaining sensors passed per spec with accurate readings.

Event description:
The customer reported via phone call that they had issues with the sensor. The customer stated they had bleeding at site when removing and inserting the sensor. The customer was unable to troubleshoot at the time of the call. The customer agreed to return the sensor for analysis.